Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician used the lantern to take images within the patient. The physician then removed the lantern thinking that the procedure was completed, and found that the lantern was kinked. After reviewing the images, the physician decided to continue the procedure, and used a new lantern and the same non-penumbra sheath. There was no report of an adverse effect to the patient.